Manufacturer narrative:
The field service engineer found a ripped vacuum tubing and replaced it. The customer ran qc and precision testing which was acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ca2 calcium gen.2 and crep2 creatinine plus ver.2 results for three patients with the cobas 6000 c501 module. Patient 1: the initial calcium result was 7.1 mg/dl. The repeated result was 9.1 mg/dl. Patient 2: the initial calcium result was 3.3 mg/dl. The repeated result was 9.7 mg/dl. Patient 3: the initial creatinine result was 20.28 mg/dl. The repeated result was 1.37 mg/dl. The questionable results from patient 1 and 3 were reported outside of the laboratory. The questionable result from patient 2 was not reported outside of the laboratory. All repeated results were deemed correct. The calcium reagent lot number was 51156201 and the expiration date was 31-jan-2022. The creatinine reagent lot number was 51387001 and the expiration date was 31-jul-2021.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery had results outside 2sd which is unacceptable. The alarm trace contained an abnormal probe sucking error. This is an indication of possible poor sample quality. The investigation determined the service actions resolved the issue.